Manufacturer narrative:
Product ID 3487a-33, lot# j0340502v, implanted: 2003 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 389033, lot# j0333571v, implanted: 2003 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
It was reported that the patient experienced a ¿stabbing pain in the groin area,¿ but she was unsure if it was caused by the patient¿s pump or stimulation. It was noted that this was a new pain. It was further noted that the ¿only real change the patient noticed was the effect the pump and catheter had to her stimulation.¿ it was noted that the patient did not fall or experience any trauma. It was further noted that the patient¿s physician was aware of what was ¿going on.¿